Event description:
It was reported that an unspecified alarm occurred during use of the homechoice (hc) machine. The step of setup or therapy and patient connection at the time of the alarm are unknown. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event log identified the reported alarm to be a check patient line alarm. A visual inspection was performed with no problems found. The device passed functional testing and successfully performed a simulated therapy. Electrical leak testing and calibration tests were performed on the device with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the reported alarm was discovered to be a check patient line alarm. The cause of the alarm could not be determined with the available information. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.